Manufacturer narrative:
Device passed displacement test. However device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform occlusion test, prime/a33 test, excessive no delivery test or verify a33 alarms due to motor error alarms. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that drive support cap was normal. The insulin pump was not exposed to high magnetic field. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. The device will be returned for analysis.